Event description:
During use of the pump sys for cardiopulmonary bypass, a pole came in contact with one of the circuit breaker switches. The sys switched to battery power properly. The circuit breaker was reset and the sys returned to ac power. There were no adverse consequences to the pt.

Manufacturer narrative:
Eval in progress, but not concluded.